Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient reported a burning/heating/irritable sensation at the ins site and an unexpected zapping/quick jolting sensation at the lead site. The caller said the patient has turned the ins off as the sensation was making them nervous, but the issue was still present. The caller indicated the patient was active and thin. The caller said the patient has been sore all along, but the patient was fine and there was nothing out of the ordinary at the post-op appointment, but now the sensation is becoming more of a concern. No falls or trauma were said to be related to the issue and the issue is not related to the positional movement. The rep already referred the patient back to see their implanting physician. No further complications were reported.